Event description:
I have had problems with kotex tampons coming apart inside of me multiple times. After the 3rd box I purchased, I no longer purchase them. I have never had a problem with any other brand of tampon. After I heard other people had the same problem, I decided to let it be known that it has happened to me as well, over the years. Did the problems stop after the person reduced the dose or stopped taking or using the product? Yes. Did the problem return if the person started taking or using the product again? Yes. Reason for use: periods.